Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (does not power monitor) was confirmed. As received, the battery would not power a monitor. Upon evaluation, the bus bars connecting the battery tri-cells were loose. The cause of the inability to power a monitor is low capacity. The cause of the low capacity is the loose bus bars. The root cause of the loose bus bars cannot be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us distributor contacted zoll to report that a patient's battery pack would not power a monitor.